Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and the pump touchscreen became shattered. There was no impact to the customers blood glucose level. During troubleshooting with tandem technical support, it was indicated that the pump touchscreen is intermittently unresponsive. It was indicated that the customer had alternate insulin therapy available.